Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tramm flap procedure on (B)(6) 2018 and a barbed suture was used. During the procedure, the surgeon noted that the barbs were at very low profile and the suture was with a monofilament suture hand feeling. During suturing, the surgeon found that the anchors could not secure the suture firmly with the tissue therefore the suture could be pulled backward extremely easily. The procedure was completed with a different device. There were no adverse patient consequences reported. No additional information was available.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.